Manufacturer narrative:
This is 2 of 2 reports (2nd MDR). Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was noted to be deployed within microcatheter hub. The introducer sheath was not returned. The stent could not be retrieved. The stent was broken/fractured, missing the distal end. A functional inspection could not be performed as the stent was returned in a deployed state. The reported event could not be confirmed. The returned part of the subject device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was described as 'not tortuous'. It was reported that 'the physician used a guidewire to guide two echelon microcatheters to the lesion site. Several coils were implanted through the first microcatheter, and then a stent was advanced through the second microcatheter. When the stent reached the distal end of the microcatheter, increased resistance was encountered. The physician then retracted the stent, and during the withdrawal process, the stent deployed at the hub of the microcatheter. The stent, along with the microcatheter, was withdrawn out of the body. Subsequently, the physician replaced it with a stent of the same catalog and successfully implanted it through the first microcatheter. After the procedure, during external inspection, the physician intentionally separated the hub of the microcatheter from its shaft and found that the stent could be retracted back into the microcatheter hub'. The stent was returned for analysis in a deployed condition, with the distal part of the stent deployed inside the proximal lumen of an echelon-10 microcatheter, and the proximal end of the stent deployed inside the microcatheter hub of the microcatheter. The stent was noted to be deformed and was also broken/fractured. The sdw and the introducer sheath were both not returned for analysis. Unlike the sl-10 and xt-17 internal hub profiles which are an exact match for the external profile of the distal tip of the introducer sheath, this is not the case for echelon-10, and precise placement of the introducer sheath is critical when using an echelon-10 microcatheter (mc). In this instance it appears from the event description and follow-up responses that there was excellent transfer of the stent from the sheath into the echelon-10 mc and the stent was advanced to the distal end of the mc without any issues (resistance or friction) reported. It is unclear why the stent then experienced resistance near the distal end of the device which prevented it from being advanced/retracted in what was reported to be non-tortuous anatomy. Some unknown procedural factor(s) resulted in the user experiencing difficulties while attempting to advance the stent through the distal part of the microcatheter. Upon realizing this (through increased resistance), the user attempted to withdraw the stent. During this action, as the stent reached the proximal end of the microcatheter, the stent will naturally began to open/deploy as it exits the lumen and enters the microcatheter hub. The distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can then slip through the stent, leaving the stent partially deployed inside the microcatheter lumen. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. Based on review of all available information an assignable cause of procedural factors has been assigned to the reported event of 'device problem unknown/unclear' and analysed events of 'stent deployed prematurely during use, stent broken/fractured during use, stent deformed' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The stent (subject device) was returned for analysis, and it was discovered that the subject stent was deployed prematurely during use and was broken/fractured during use. Also, the stent was noted to be deformed.